Event description:
During procedure for hip replacement, tip of drill bit broke off while putting in a screw. Screws and acetabular component were removed to search for drill bit, but we were unable to identify it. Conclusion is that is embedded in cancellous bone in the posterior column. Procedure was again continued to completion. MFR ref 2249697-2005-00118.